Event description:
It was reported that during a tonsillectomy procedure using the evac 70 xtra, the wand became very hot while the surgeon was removing the tonsil, resulting in a burn to the pt's tissue. The procedure was completed without further incident. There was no significant delay or additional pt complications as a result of this event.